Manufacturer narrative:
An event of aortic regurgitation, leg infection, structural valve deterioration, and a leaflet tear, was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2017, a 21mm trifecta valve was implanted. Six months post-implantation, aortic regurgitation was observed. Tavr was planned, however it was delayed due to a leg infection and the patient had been followed up under echo. In addition, svd and a tear in the leaflet were also observed under echo. On (B)(6) 2019, tavr was performed with an unknown competitor's valve. The patient is stable and was discharged on (B)(6) 2019.